Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to prime an unspecified baxter intravascular administration set; further described as ¿hard to syringe prime lipids into 1.2 micron filter. The customer tried filter on syringe and distal to tubing¿ (no further detail was provided). The issue occurred in the nicu (neonatal intensive care unit) of the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.